Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted 7/17/2015: a review of the complaint record indicated that the complaint was received by animas on 6/16/15, not 6/24/15 as previously reported.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-jul-2019 with the following findings: during investigation, the display was blank with audible and vibrations. The blank display was caused by a failed display flex. A test display was used and worked. The original complaint of the dim/fading/color spectrum was unable to be investigated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.